Event description:
It was reported that insulin was not being delivered from the cartridge. Reportedly, the customer filled the cartridge with cold insulin. Customer's blood glucose level was 337 mg/dl. A pump supply change was performed resolving the issue.

Manufacturer narrative:
Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.